Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a routine fitting, affected channels were observed. Hearing performance with the device is affected. The parent's did not notice any change. There is no report of any accident or trauma or any redness or swelling around the implant site. There have been no changes to the user's health or medication. The user had benefitted from the device in the past.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
During a routine fitting, affected channels were observed. Hearing performance with the device is affected, although the parents did not notice any change. There is no report of any accident or trauma or any redness or swelling around the implant site. There have been no changes to the user's health or medication. The user had benefitted from the device in the past. The recipient was re-implanted.